Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the new information received from field service engineer (fse), the reported technical error code indicating a power error. The conclusion is that the the ac/dc converter is defective and needs to be replaced. No device logs were received and no parts will be returned for investigation. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref #: (B)(4).